Manufacturer narrative:
We received your event description for the above-mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed. The available ECG from november 16, 2021 at 12:13 h confirmed the clinical observation, four stimulation pauses were documented. The root cause for this observation was not conclusively determinable based on al data available for analysis. Follow-up data from november 17, 2021 documented that the pacemaker was programmed to ddd mode with 55 bpm and output settings of 3.6 v at 0.4 ms in the atrium and in the ventricle. No pacemaker malfunction was noted. Should additional relevant information become available, the investigation will be updated.

Event description:
After an estimated implantation period of approx. 16 months, loss of capture was observed at the follow-up.